Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced no image and under the first button, iris row, 1,2,3 stayed illuminated. All the led buttons stayed on. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: worn out video connector latch causing poor connection with pigtails, and faulty printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event light-emitting diode buttons stayed on was due to faulty printed circuit board. Furthermore, the event poor connection with pigtails was due to worn out video connector latch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.